Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_cath, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a consumer regarding their implanted system which was previously used to deliver morphine and was currently delivering dilaudid. The indication for use was non-malignant pain. On 2016-07-18 the patient reported a past catheter revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.